Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported diagnostic anomaly could not be conclusively determined.

Event description:
During follow-up, the merlin programmer overestimated the battery longevity of the ICD. The patient will continue to be monitored with remote care. The patient is doing well.

Manufacturer narrative:
(B)(4).